Manufacturer narrative:
(B)(4). The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 23mm aortic bioprosthetic heart valve was explanted after four (4) years, three (3) months due to degeneration. Upon visualization, the valve was fibrotic with thickened leaflets. This led to leaflet hypermobility, increased gradients, a reduced valvular area, and mild to moderate regurgitation. As per medical opinion, the valve was originally oversized and the patient conditions such the vascular disease and chronic renal failure could have contributed to the degeneration of the valve. A 21mm pericardial bioprosthesis was used in replacement and there were no reported complications.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets, commissure 1 bent, and wireform distortion around leaflet 3. Extrinsic calcification at the inflow aspect between leaflet 1 and 3 held the leaflets in the open position, and created a gap in the central coaptation region. Leaflets were also thickened and swollen. Calcification and thickened tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1, and a 3mm tear at the free margin. Leaflet 2 had a 5mm tear on the free margin near commissure 3. Leaflet 3 had a tear of 3mm at the free margin, and a 6mm tear near commissure 1. Calcification was observed near all the tears. The sewing ring was cut around the valve circumference and only a small portion remained near commissure 2. The wireform was exposed around the valve circumference at the inflow aspect, and on commissures 2 and 3. Hematomas were observed on leaflet 1 at the outflow aspect. Additional manufacturer narrative - the reported degeneration and thickened leaflets were confirmed as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.